Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device anterior side assessed as an unidentified (tear) opening. Shell thickness within specification). Additional observations: observed creases on the device. Red particles observed in the surface of the shell. Brown biological tissue observed inside device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.